Event description:
The customer returned the product a mainboard error and the error occur when liquid enters the pump resulting in the mainboard error and damage to the mainboard. During physical inspection it was found that an error code 46011 appeared. This alarm event pauses the delivery of the pump until the error is addressed. After investigation the results indicated a reportable malfunction due to the error code 46011. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have no defect/discrepancies noted. The pump was found to have an error code 46011 appeared. This alarm event pauses the delivery of the pump until the error is addressed. After investigation the results indicated a reportable malfunction due to the error code 46011. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative cleared the error code and reinstalled the software.